Manufacturer narrative:
H6: patient code c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-(B)(6) . It was reported that the patient had been able to flip their pump for at least 5 years and it was believed to be an ongoing issue. The patient always wore an abdominal binder because they manually manipulated the pump. The previous pump was explanted on 2019-(B)(6)for battery life and there were no plans to explant the current pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. On (B)(6)2020 the reporter got a call from the hcp stating that they were attempting to interrogate the patient¿s pump and do a refill, but they could not get telemetry to the pump with the tablet. The tablet was repeatedly saying device not found. They interrogated a demo pump with the same tablet without difficulty. No patient symptoms/complications were reported. Pump/communicator placement, pump depth/positioning, electromagnetic interaction, a possible flipped pump and imaging were discussed. The reporter was planning to call the hcp back. Additional information was received later on 24-jun-2020 at which time it was reported that the hcp was successful in getting telemetry to the pump. They used a second tablet. The first tablet showed a software update was requested. It was unknown if the hcp had attempted the update and canceled the update prior to completion. Additional information was received on 29-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the device software version at the time of the event when the inability to interrogate the pump first occurred was unknown. The cause for the difficulty interrogating the pump was determined to be that the patient¿s pump was flipped. The physician flipped the pump bac k and refilled it successfully. It was tbd (to be determined) whether further action would be taken. Per the hcp, the pump had a history of flipping. No further complications have been reported as a result of this event.